Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (closure codes and device codes) product complaint # (B)(4). Investigation summary - no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "long-term comparison of porous and hydroxyapatite sleeves in femoral revision using the s-rom modular stem" written by youn-soo park and seung-jae lim published by hip international hip int. 2010 apr-jun;20(2):179-86 was reviewed. The article's purpose is to evaluate the long-term results of a single surgeon series of revision hip replacements using a proximally coated modular femoral stem with either a porous-coated sleeve or a hydroxyapatite-coated sleeve. Data was compiled from 27 patients (28 hips - 15 with porous-coated and 13 hydroxyapatite-coated sleeve) receiving revision implants between november 1994 and november 1999 with the s-rom modular stem with follow up of 10 years (14 men and 13 women with average age at revision of 56 years). No reference to original implants and acetabular component information not provided by article. The article focuses on the s-rom stem. Adverse events related to stem: re-revision for progressive subsidence and stem loosening, stress shielding, ectopic ossification, intraoperative femoral fracture (undisplaced crack of greater trochanter, calcar split, displaced fracture of diaphysis, cortical perforation of the distal diaphysis) all treated with either wiring and/or allograft struts. The article does not provide adequate information to determine accurate quantities as a patient may experience more than one adverse event. The article captures a radiographic image with patient identifiers with an adverse event which is captured on a linked complaint.